Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not receiving any stimulation on the right side. Imaging confirmed that the ipg and leads had migrated. It was also reported that the patient had an infection. No device malfunction suspected. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned. No further information could be obtained despite good faith efforts.